Manufacturer narrative:
Device evaluated by manufacturer: only the main coil was returned for analysis. The coil was inspected and it was found kinked and stretched. Microscopic inspection was performed and observed that the zap tip has a smooth surface. The interlocking arm was inspected and no anomalies were noted. Dimensional inspection of the main coil that could be measured was performed and observed that the outer diameter (od) of the zap tip and primary coil were within specifications. The number of distal and proximal fiber bundles were found to be missing and below specification.

Event description:
Reportable based on device analysis completed on 01feb2021. It was reported that the coil could not advance and deploy. The target lesion was located in the abdominal aortic artery. A 15mmx40cm interlock-35 was selected for use. During procedure, it was noted that the coil could not be advanced and deploy in the area. The coil was removed and the procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed that the device had missing fiber bundles.